Manufacturer narrative:
The upn number is (B)(4). The complaint was received and forwarded on to the manufacturing facility for investigation. The actual sample was not provided by the customer; therefore, a thorough evaluation of the complaint device for deficiency of construction could not be performed. However, one picture was received from the customer for evaluation and was used to complete the investigation. After reviewing of the picture by quality, engineering, and production, it was determined that the picture depicted two 3000cc flex advantage® canisters set up in a 4 tandem roll stand. One flex advantage® liner seated inside a medi-vac canister shows the pour cap unplugged and fluid expelled from the canister. A second flex advantage® liner was seated inside a medi-vac canister with fluid in the liner. The caps on the second liner look to be secured in place and not exhibiting any issues. The most likely root cause is deemed to be either the product not being seated properly per instructions during the procedure and/or an improper shut down procedure where the suction was turned off prematurely which caused the fluid to expel through the pour cap. A review of the manufacturing device history record and complaint history for the above referenced lot numbers was conducted. This investigation determined that all products were manufactured, inspected, and released in accordance to our established specifications for quality and efficacy. We will continue to monitor for similar reports.

Manufacturer narrative:
(B)(4). The complaint was received and forwarded on to the manufacturing facility for investigation. The investigation is pending. A follow-up report will be filed when the investigation is completed.

Event description:
Customer states that when liner is full at 3000 cc it explodes , the lid pops up and the contents spills and sprayed the clinician.